Manufacturer narrative:
The event of contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported "flat implant". Later healthcare professional reported "grade 3 capsular contracture" and "ptosis". Ptosis is considered not device related. This record is for the left side. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "flat implant". This record is for the left side. The device remains implanted.